Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows two spring wire guides (swgs); the top swg showing a kink and the bottom swg showing unraveling. The top swg is the one pertaining to this investigation. The customer returned one swg for evaluation. The guide wire had three kinks, and no obvious signs of use were observed. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. There was a kink 25mm, 237mm, and 511mm from the proximal tip of the guide wire. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.792 mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle assembly and there was slight resistance at the sites of kinking, but overall, the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks throughout the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.